Event description:
During attempts to deploy the stent in the ostial right coronary artery, the stent embolized. The report received from the field indicated that, during attempts to deploy the stent within the ostial right coronary artery, the stent embolized. The physician retrieved the stent utilizing a snare, there was no report of patient injury or complications.